Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Pt has ventricular catheter and nurses were unable to calibrate the cam02 to the bedside monitor. The can was reading fine but the bedside monitor was reading the same number but in the negative, this was the case when they tried to synchronize it. The cam would read 25 and the bedside -25. After swapping out pmio, numerous bedside monitors and on the phone with technical support it was discovered it was the icp39 cable that caused the issue. Once a new one was connected it was good.